Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the chronic totally occluded (cto) mid right coronary artery (rca). Rotablation was performed. The 2.5x15mm trek balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The bdc was soaked and prepped before use with no leak or issue noted during preparation. The bdc was then advanced to the target lesion without reported issue; however, the bdc could not be fully inflated. A small hole was possibly noted in the balloon, but was not confirmed. The bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.5x15mm non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for inflation difficulty reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.